Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and a component was found to be misaligned from the printed circuit board (pcb). There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the force sensor was found to be out of calibration and a component was found to be misaligned from the printed circuit board (pcb). A review of the black box history revealed loss of primes and occlusion alarms. The rewind, prime and load steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.